Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing was noted on the atrial lead. The atrial sensibility value was reprogrammed to resolve the issue and the patient was stable with no consequences.